Event description:
Caller reported blood glucose results of 117 mg/dl on compact plus system 1, 115 mg/dl on compact plus system 2, 238 mg/dl on compact plus system 3 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is compact plus system 1, medwatch with identifier (B)(6) is compact plus system 2, medwatch with identifier (B)(6) is compact plus system 3.